Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Month and day unknown. Only year (2017) is known. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the surgeon found some of staples did not form b-shape. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56w4d. Device evaluation: the analysis results showed that the xr30v cartridge arrived with no apparent damage. The reload was received fully fired. No functional test performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.